Manufacturer narrative:
The insulin pump had a high idle current due to a faulty connector on the mother board. No failed battery test was noted. The insulin pump had unresponsive buttons due to an unlocked keypad connector on the liquid crystal display circuit board. The keypad traces were inspected and no anomaly was noted. The functional testing could not be completed due to this anomaly. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via telephone call that the blood glucose went up to 413 mg/dl and that he had blurred vision. He also stated that blurred vision is a side effect of a medication he was taking for back pain. The buttons were unresponsive when the customer attempted to rewind the insulin pump and that the screen was frozen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.